Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to sensing integrity counter (sic) and non-sustained ventricular tachycardia (nsvt) episodes. It was noted that the nsvt episodes appeared to be t-wave oversensing (twos) and the r-wave amplitude was variable. The rv lead sensitivity was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.